Event description:
It was reported that during preparation for a percutaneous coronary intervention a stent dislodgement occurred.the 3.0 x 16mm liberte bare mr was being prepared outside the patient when a stent dislodgement occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during preparation for a percutaneous coronary intervention a stent dislodgement occurred. The 3.0 x 16mm liberte bare mr was being prepared outside the patient when a stent dislodgement occurred. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: the stent was detached from the balloon of the stent delivery system (sds) as-received. There were stent strut impressions on the surface of the balloon, centered between the markerbands, indicating the stent was appropriately positioned and secured to the balloon in manufacturing. There were several stretched and flared struts near the middle of the stent. Magnified inspection presented no evidence of any product quality deficiencies contributing to the damaged and dislodged stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).